Manufacturer narrative:
Additional information: section d-4 UDI number: the unique device identifier (UDI) number is unknown as device lot/serial number was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported an unknown odyssey model intraocular lens (iol) was defective. There was a mid periphery gash, tangential to the rings. Due to the complexity of the case, the iol remains implanted. No further information is available.